Event description:
It was reported that the patient heard a long beep and could see the device moving "under [their] skin." The patient's left arm also feels "real heavy." Follow up indicated that the patient was also near a magnet prior to hearing the beep. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.